Manufacturer narrative:
It was reported that this deivce leaked during use which led to the spo2 of the patient dropped to 18%. The operator ventilated the patient by manual immediately. The spo2 of the patient reached to about 85%, and then the patient was sent to ICU for ventialtion and monitoring. As confirmed with the customer, the patient has recovered, and no further issues were reported. The user facility did not involve the local dräger s&s organization into any follow-up measures. The ufr was the only source of information, as confirmed with the customer that this device had been used for more than 14 years, this issue may be caused by the aging of one tube. Hose which was broken from provided picture looks turned yellow from white (transparent), that means it was used for many years. In case of the ventilator control pressure hose (peep/pmax) kinked or broken, pressure relief valve limits maximum pressure. User is required to perform pre-use checkout procedure incl. Leak-test as described in the IFU. (Leak test is failed, if sub atmospheric pressure is out of spec.) Software detects continuous or excessive pressure condition and issues an alarm message (continuous presssure, high priority). Based on the currently available information, the manufacturer concluded that the user has not / never contacted the manufacturer draeger for equipment (fabius plus) maintenance in the past ten years, and the pipeline hoses has yellowed and aged due to long-term use, leading to damage and leak / failure. As a result, peep and apl bypass valves (integrated in the cosy 2.6) can not be controlled by the host fabius device (control box), causing restricted ventilation during general anesthesia and ultimately leading to a decrease in blood oxygen concentration. After appropriate maintenance, the damaged peep/apl bypass connection pipeline was replaced, and the equipment resumed normal use. This event was classified as aging faults caused by lack of proper maintenance during user use and the patient has recovered, no further issues were reported. It is recommended that customer contact professionally trained draeger service engineer to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.

Event description:
It was reported that this deivce leaked during use which led to the spo2 of the patient dropped to 18%. The operator ventilated the patient by manual immediately. The spo2 of the patient reached to about 85%, and then the patient was sent to ICU for ventialtion and monitoring. As confirmed with the customer, the patient has recovered, and no further issues were reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that this deivce leaked during use which led to the spo2 of the patient dropped to 18%. The operator ventilated the patient by manual immediately. The spo2 of the patient reached to about 85%, and then the patient was sent to ICU for ventialtion and monitoring. As confirmed with the customer, the patient has recovered, and no further issues were reported.